Manufacturer narrative:
The device was manufactured from 09/01/2019 ¿ 09/03/2019. The device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered before product use. There was no patient involvement. No additional information is available.